Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent was confirmed based on the investigation of the sample received. The customer returned one empty kit with one epidural needle. Visual examination of the returned sample revealed the needle appeared to be bent. The cannula was bent toward the center of the cannula. A device history record review was performed on the epidural needle with no relevant findings. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. Therefore, based on the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the tuohy needle is too malleable and flexible, resulting in a loss of the usual sensations during puncture. There was no clinical consequences for the patient, another set did have to be used."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the tuohy needle is too malleable and flexible, resulting in a loss of the usual sensations during puncture. There was no clinical consequences for the patient, another set did have to be used."